Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes: thirst and frequent urination. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-028: there was not enough information to determine the mlurc. Note: manufacturer unable to perform follow-up call to customer to ensure the replacement products resolved the initial concern - customer does not have a telephone and had used a friend's phone at the time of the initial call and declined to provide the telephone number.

Event description:
Consumer reported complaint for error message (unknown). Customer stated he did not recall the specific error message. At the time of the call the customer reported symptoms of thirst and frequent urination. Medical attention was not needed at the time of the call. During the call, a back-to-back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 04/21/2027; product storage and open vial date were not provided.